Manufacturer narrative:
Product not being retured to acmi for eval. Investigation inconclusive, root cause cannot be determined. Historical data indicates that problems of this nature are the result of incorrect assembly of the device by the user. Device labeling has explicit instructions regarding the proper assembly of the blade extender and the laryngoscope blade. When properly assembled, the blade extender requries a "blade extender remover," lar-ER, to remove the extender from the laryngoscope. A final report will be submitted if add'l info surfaces.